Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not start a sensor session with the continuous glucose monitor. Subsequently, the customer's blood glucose decreased to an unknown value. Customer declined to provide details about blood glucose. Tandem technical support assisted customer with starting a sensor session successfully.